Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is defective. This was first noticed 1 week prior to the report. Pt has used this infusion device for 2-3 yrs and boluses 3 times per day. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.